Event description:
It is reported that the pt had an artificial urinary sphincter implanted on (B)(6) 2008. The pt's physician contacted the manufacturer indicating the device was now non-functional.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent. Catalog #: 72400024, serial #: (B)(4), exp. Date: 10/02/2013, manf date: 10/2008; 72400098, (B)(4), 10/31/2012, 11/2007.